Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the mid lad with 95% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected before use with no issues noted. Excessive force was not used during delivery. It is was reported that stent deformation occurred in-vivo during positioning. It was noted that a distal stent strut stuck out while still on the balloon. The physician completed the procedure and the patient is alive with no injury.